Event description:
It was reported the patient experienced ineffective therapy. Additionally, the patient also experienced headaches. The physician doesn't believe it is related to the implanted system. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8583633.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.